Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during a meniscal repair procedure, the surgeon inserted the device and advanced the thumb slide, the suture was prematurely cut at the longer needle. The suture did not catch properly in the catch window. A straight device was used to complete the procedure successfully. The current patient status is fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one as meniscal repair opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample conducted concurrently with engineering. The reported condition for this incident was that during a meniscal repair procedure the device was difficult to deploy and there was a broken suture. The initial visual inspection of the instrument by the pmv investigator noted that the two needles were parallel. There was also some damage at the distal end of the handle to the wings which secure the suture loading component. It should also be noted that no suture loading component was returned. The device was dismantled with engineering and verified that the device was assembled correctly. The suture had been deployed from the device and the deployment knob was locked out. No abnormalities were noted. The returned sample, as received by medtronic, was found to not meet medtronic quality release specifications after application in the clinical setting and the reported conditions were confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.